Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
Correction: during the atrial threshold test in ddd mode, a loss of capture on a ventricular lead was noted. New information the device was explanted on (B)(6) 2013 and returned.

Event description:
It was reported that the pulse generator was being tested in ddd mode, unacceptable threshold was noted. The device was reprogramed and remains implanted.